Event description:
While the ventilator was connected to the patient, the ventilator suddenly shut down. The patient was disconnected and was connected to another ventilator. There was no patient injury.

Manufacturer narrative:
Marquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care, ab. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.